Manufacturer narrative:
The field service engineer found the sample/reagent and sipper probes were misadjusted. He readjusted the probes and checked the liquid level detection and pressure sensor voltages. He ran measuring cell preparations and the customer ran calibration and qc. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calibration and qc results were acceptable. Unique identifier (UDI) #: (B)(4).

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient sample from the cobas e 411 rack analyzer. The initial result was 0.198 miu/ml and was reported outside of the laboratory. The doctor questioned the result as the result for the patient on (B)(6) 2021 was 12018 miu/ml. The sample was repeated and the result was >10000 miu/ml which was the expected result for this patient. The sample was repeated on a cobas 6000 analyzer and the result was >10000 miu/ml/ and then 20362 miu/ml. The reagent lot number was 454060. The expiration date was requested but was not provided.